Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent an unrelated surgical procedure. A magnet was not placed and as a result, the device delivered anti-tachycardia pacing (atp) and electric shocks due to oversensing of noise. A code 1006 indicative of a high voltage detected on a lead during a device charge was exhibited. Technical services (ts) recommended further evaluation of this device. A manual capacitor reform was performed and it was completed normally. Subsequently, a 1.1 synchronized shock was delivered, and no faults were exhibited. No additional adverse patient effects were reported. This device remains in service.